Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully deplete after initially turning on the pump. The pump was connected to a power source and left charging overnight however the pump remained off. The customer's blood glucose level was not impacted as the pump was not being used on the patient at the time of the event. Reportedly the customer had manual injections as alternate insulin therapy.